Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the rv lead. Noise was not reproducible at the time of the surgery. Patient was asymptomatic. The lead was successfully explanted and replaced. Patient was fine after event.